Event description:
One of the cones of the 16 cone silhouette instalift is starting to come out through my skin in my left temple. The procedure was done on (B)(6) 2023 and I have been in pain this whole time. This is very painful, unsightly, and I'm afraid of it becoming infected. I continue to experience pain on both temples, jaw and both sides of my head. When I originally brought issues to the delegating doctor back in april and may, he argued and dismissed me from care. There is no one to treat me because no one understands what the provider did and no other provider wants to take on another's mistakes.